Event description:
Information received indicates the bed has no ground.

Manufacturer narrative:
The technician found the ground pin rotating in the power cord plug. The technician replaced the plug to repair the bed.